Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the patient underwent a removal due to the malreduction of the original surgery. The original surgery was done at the end of (B)(6) 2020. The trochanteric fixation nail advanced (tfna) femoral nail, femoral neck screws, perforated and 5.0mm ti locking screw were removed successfully. The surgery was completed successfully with no patient consequences. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 40mm f/im nail-ster. This is report 3 of 3 for (B)(4).